Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for other. The patient reported that the device hasn¿t worked, and they couldn¿t get it to charge, so they haven¿t used it in 7 years. They noted that this issue began about a year and a half after implant. The patient stated that their recharger ¿would not work on her¿ and they would have to sit for 5-6 hours. They mentioned that their controller would not work right, and they needed to replace the cord, but did not have the money to get it replaced. The patient is considering having the device removed. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.